Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was received for analysis. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. During the product analysis, a 0.014in guide wire was inserted through this device without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of left anterior descending artery. After a non bsc guide wire crossed the lesion, a 32x3.50mm promus premier&#10259;tent was advanced however difficulty was encountered due to strong resistance between the device and the guide wire. Eventually, the device became stuck with the wire. The device was pulled out and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal end of left anterior descending artery. After a non bsc guide wire crossed the lesion, a 32x3.50mm promus premier stent was advanced however difficulty was encountered due to strong resistance between the device and the guide wire. Eventually, the device became stuck with the wire. The device was pulled out and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.